Event description:
It was reported that the patient's previous battery had lasted for approximately four years without cycling. After a routine battery replacement, the patient was programmed, and the manufacturer representative made some unusual observations. The capacity of the new battery read 25-30% and longevity was estimated at 13-27 or 14-28 months, based on the program used. It was noted that the measurements were seen post-implant after the patient was programmed. The implanted battery had a use by date of (B)(6) 2012. The representative planned to meet with the patient again and re-interrogate the battery to confirm the capacity measurement. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead: model 3093-28, lot# v962975, implanted: (B)(6) 2012, explanted: na. Programmer: model 3037, serial# (B)(4).